Event description:
It was reported to minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product mmt-1886l. Troubleshooting was performed and found pump is cracked. No harm requiring medical intervention was reported. The product mmt-1886l returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: detached retainer, broken reservoir tube lip, missing retainer o ring, cracked case (battery tube), cracked battery tube threads, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Missing retainer ring, unable to lock a reservoir in place confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.